Event description:
It was reported the patient experienced a return of their pre-implant tremors with their deep brain stimulation (dbs) system. The physician assessed the presence of low impedance readings, and the patient underwent a procedure where the implantable pulse generator (ipg) was replaced. The patient was doing fine post-operatively and low impedances were resolved. No further information has been obtained despite good faith efforts.

Event description:
It was reported the patient experienced a return of their pre-implant tremors with their deep brain stimulation (dbs) system. The physician assessed the presence of low impedance readings, and the patient underwent a procedure where the implantable pulse generator (ipg) was replaced. The patient was doing fine post-operatively and low impedances were resolved. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Laboratory analysis of the returned implantable pulse generator (ipg) was completed and the impedances measurement revealed no anomalies. The ipg passed functional testing with normal device characteristics. Additionally, a review of the of instructions for use (IFU) indicated that a return of pre-implant tremors as a result of inadequate stimulation is a known risk with the use of the deep brain stimulation (dbs) system.